Event description:
It was reported that the patient stated that he had an inflatable penile prosthesis (ipp) implanted and it is not working properly as he is unable to inflate the cylinders. The patient stated that he developed a scrotal hematoma and that he is unable to compress the pump. He stated that he experienced pain as there is still residual swelling. The patient services specialist encouraged him to remain positive and discuss any concerns with his doctor.

Manufacturer narrative:
Date of event (b3) was estimated as the exact event date was not provided by the customer.